Event description:
It was reported "the catheter was inserted on the patient and was unable to be advanced. The customer discovered that the needle kinked when the catheter was taken out from the patient." Additional information was requested on the device issue, but was not available at the time of this report. No patient harm was reported. A new device was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of guidewire and catheter kinked cannot be confirmed by the photo. The photo only shows the device out of its packaging with its material and lot information listed. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the catheter was inserted on the patient and was unable to be advanced. The customer discovered that the needle kinked when the catheter was taken out from the patient." Additional information was requested on the device issue, but was not available at the time of this report. No patient harm was reported. A new device was used. The patient's condition is reported as fine.